Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported multiple, intermittent occlusion alarms occurred. To resolve the alarms, the customer changed out the cartridge and infusion set. Reportedly, the customer wears the pump against the skin. Additionally, the customer prefills the cartridge with insulin and stores them in the fridge. During troubleshooting with tandem technical support, a new cartridge was loaded onto the pump and the pump performed as intended. Blood glucose level was not impacted.